Event description:
The customer alleges that the proximal side of the catheter was cut off by just a slight force. A new catheter was inserted. No patient injury or delay in treatment.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.